Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient ((B)(6)) underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping phase with the thermocool® smart touch® sf bi-directional navigation catheter, cardiac tamponade was confirmed by intracardiac echo (ice). Pericardiocentesis was performed to remove an unspecified amount of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. Extended hospitalization was not required as a result of the event. Patient¿s outcome is fully recovered with no residual effects. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related and that one of the catheters may have been the cause of the effusion; however, he did not consider the event was related to a physical malfunction of the device. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was performed with a brk extra sharp transseptal needle. No ablation was performed prior to the adverse event. The flow setting was set to thermocool® smart touch® sf bi-directional navigation catheter standard setting. No error messages were observed on any biosense webster, inc. Equipment during the case. The force visualization features used included vector and dashboard.